Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No visible damage on the device existing. 2.2 a functional test was performed. The device passed the self-test. An ops 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the device and alarm history. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,95%. 2.6 the device was disassembled, and the inside was investigated. No visible damage inside the device was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "nurse wrong data, patient terminally" customer information: "when did the failure occur: during therapy. Reason of complaint: last week a patient reported a vigilance case for a b.braun device they where using. After investigation the conclusion was that the nurse entered in the wrong data so no malfunction of the device. Outcome of adverse event: patient died. The treatment was intended for guidance towards death of the patient as the patient was already terminally ill. Due to the deviation, this occurred faster than intended. Investigation: pump has been investigated and a read out has been made from the history of the device. The investigation reported no malfunction on the device. In the history of the device it was seen that the wrong numbers have been entered manually by the operator of the device. Customer has been informed about the outcome of the investigation by letter and mail. Additional patient information: the treatment was intended for guidance towards death of the patient as the patient was already terminally ill. Due to the deviation, this occurred faster than intended."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.